Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold measurements approximately 6 weeks post implant due to a lead dislodgement. The patient was noted to have a normal sinus rhythm. Outputs were increased and monitoring, continued. No adverse patient effects were reported and the product remained implanted and in service. Subsequently during a routine follow-up, it was noted that due to high out of range pacing impedance measurements, the lead had switched from bipolar to unipolar functionality. When attempting to reprogram back to a bipolar setting, the patient appeared symptomatic due to observed high thresholds and no capture with that programmed setting. Additionally, there were many non sustained ventricular tachycardias stored in memory due to oversensing and asystole of around two seconds. In the unipolar setting, impedances and thresholds were normal however due to the ongoing issues with this lead, a revision is likely. To date the lead remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold measurements approximately 6 weeks post implant due to a lead dislodgement. The patient was noted to have a normal sinus rhythm. Outputs were increased and monitoring will be continued. No adverse patient effects were reported. This product remains in service.